Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported catheter electrode damaged and unable to conduct electricity. Physician unable to ablate tissue. No harm to patient or user.

Manufacturer narrative:
Reference#: (B)(4). One used halo360+ ablation catheter was received for evaluation. Visual inspection found an electrode broken resulting in inability to properly conduct electricity. An area under the broken electrode appeared charred. A hole was found in the balloon resulting in the balloon's inability to hold pressure.